Event description:
Journal reference: farris s, ford p, demarco j, giroux ml. Deep brain stimulation and the ethics of protection and caring for the pt with parkinson's dementia. Mov disord. 2008;23(14):1973-1976. We briefly review two case studies to highlight the difficult ethical issues that can arise during the complex care of pd pts with dementia and successful dbs. Dilemmas occur postoperatively as a result of cognitive decline and we describe salient ethical dimensions that illustrate the need for a proactive postoperative plan for supervision as a prerequisite for surgery to include neuropsychological testing to predict the likelihood of net benefit to the pt and family beyond just motor improvement. Reportable event: three months after her second implant, pt 2 remained in a skilled nursing facility due to worsening dementia and frequent falling. See mfger report # 2182207-2008-08521.